Event description:
It was reported that the system stops in the middle of starting, will not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated circuit boards and connectors. The system operates as intended.